Event description:
Consumer reported found several pen needles that clogged during the flow check. Three boxes are noted with issues. Informed caller of proper placement of non patient end. Consumer feels all sample that she has have a straight non patient end. Lot # 3206776. Lot # 3186891. Lot # 3136361. Catalog# 320550 all 3 boxes. Date of event unknown. Sample status awaiting sample.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, investigation findings, and investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 5th complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent and broken cannula npe. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.